Event description:
After wearing the mask for several months, my eyes developed dry eye. I went to the eye dr and that is what he said I had to use eye drops. I have talked to my eye dr about these mask in (B)(6) and on (B)(6) 2011 I talked to the eye dr at (B)(6) - they both said the same thing about masks causing lots of trouble for pt's eyes. I slept with the mask for several months and realized something was wrong - so bought a different mask. I feel the vents on the mask are situated and blow in your eyes while you are sleeping. I have talked to the company and have sent them letters, but refuse to believe what I am saying although initially the person told me to get all of my visits 5 (now 6) and the eye dr which I did. My eyes are a little better, but still use the eye drops. Dates of use: 2008- 2009. Diagnosis: sleep apnea.